Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device over infused. During an infusion, 200ml of drug was infused into patient all at once in one of the ICU units at community regional medical center. There was no patient harm. Although requested, no additional event and/or patient information was provided.